Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to blood glucose versus sensor glucose differences. Customer states blood glucose is 600 mg/dl and sensor glucose was 143. Customer also states there is condensation under display screen. Customer's blood glucose of 600 mg/dl was treated with insulin pump. Customer was explained the reasons for sensor glucose versus blood glucose. Customer was advised that sensors will be replaced. No further information provided.